Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint history check was performed and this is the 3rd related complaint for needle hub separates on lot # 9350269. Customer returned (1) 1/2cc, 6mm, 31g syringe in an open poly bag from lot # 9350269. Customer states that the needle hub separated. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. Bd was able to duplicate or confirm the customer¿s indicated failure. CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported the hub separated from bd insulin syringes 0.5ml 31ga 6mm. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer the needle hub separated.